Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of low blood glucose level on (B)(6) 2024. Blood glucose level was 3.1 mmol at the time of the event. Patient first went to emergency room and later was admitted to hospital. Duration of hospital was for 1 hour. Patient took carbohydrates for the treatment. No further information was available.